Manufacturer narrative:
Product complaint # (B)(4). Batch # t5e075. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with 5 double drivers and 4 single drivers out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. Further analysis showed that the pockets were noted to be squeeze together. The damaged on the cartridge was possible by handling of the customer. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a gold reload from pan area with some loose drivers inside of channel of reload. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during a sleeve gastrectomy before loading and firing it was noticed that white pieces of the reload were chipping off of the drivers. The device was put to the side and a second like device was tried and it had the same issue. The procedure was completed with a third like device with no patient consequences reported.